Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient said that they are in the hospital and their bladder has been "acting funny". Patient said they have the urge to pee but it's just not coming out. Patient also mentioned that their bladder is swollen and they can't get urine out of their bladder. When the patient was at home they tried to make an adjustment and maybe change the program but they couldn't connect to their implant. Patient put new batteries their programmer but they were unable to connect with or without the antenna. Patient said they even had their spouse help but had no luck connecting. When asked for event date of bladder issues, patient said they don't know but remember that some days they would be peeing non-stop and others they could only pee a little at a time to get the urine out. Patient services specialist reviewed possibility of depleted implant and redirected patient to healthcare provider but patient said they don't currently have an hcp because they moved back to vermont. Reviewed that rep may be able to help direct them towards a doctor in the area and could try to help connect to patient's ins. Emailed field staff to see if they could provide any additional assistance. Please note ps did their best to capture all details, as patient spoke very fast and was a little hard to understand due to phone quality.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.